Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unlock and no sticking button during test noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's down arrow button was sometimes sticking. At times, the down arrow button was unresponsive. Customer's blood glucose level was 86 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.